Event description:
It was reported that a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery, for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. Shock impedance measurements of greater than 125 ohms were observed during a ventricular fibrillation (vf) event that this patient experienced and currently they remain at 72 ohms. Technical services (ts) noted this appeared to be a gradual rise in shock impedances and discussed a possible rv lead replacement as this patient is considered unprotected at this time. Additional information is being requested from the field. Currently, this rv lead remains in service. No adverse patient effects were reported. Additional information was received, mentioning that this lead was successfully capped and replaced. No additional adverse patient effects were reported.